Event description:
Patient's nurse reported patient received therapeutic shock. Patient was fit on (B)(6) 2026 and was still in the hospital at the time of the event. Patient on monitor unit and shock was witnessed by nurse. Patient was awake during shock event. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. Wcd role in the shock event is pending additional medical information and pending evaluation of to-be-returned device.